Event description:
Patient on outpatient infusion using cadd-legacy plus infusion pump (21-6500-51) with reservoir, cassette 100ml (product ID# 21-7302-24, lot#4096352) from smiths medical. Pump fails to give entire dose of fluorouracil. Error message, "no disposable, will not run" displays on the pump screen. Patient returned to clinic with 30 ml remaining of his total volume 85ml infusion. Reached out to pump vendor who states the issue is with the reservoir, cassette. Error message occurred with other patients at this hospital. FDA safety report ID # (B)(4).